Event description:
An international customer (B)(6) reported that during a minimally invasive posterior fixation case (mis), the plastic handle of a targeting needle fractured and became detached from the stainless-steel cannula. The case was extended approximately 40 minutes in order to remove the stainless-steel cannula via pliers. The event caused the patient no harm.

Manufacturer narrative:
No evaluation possible. The suspect device has been discarded by the user facility. The identifying lot number has not been provided.